Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation that was described as bleeding and the same size as the therapy electrode pad. Follow up attempts were unsuccessful, and the outcome of the patient's irritation is unknown. There is no indication that a device malfunction caused or contributed to the reported skin irritation.